Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis in good condition. "No disposable" alarm message was revealed upon review of the device history log. Functional testing and visual inspection of the pump was performed; no discrepancies noted. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "no disposable, clamp tubing alarm. It was reported that the patient's mother attempted to turn off the pump and the pump displayed no disposable, clamp tubing but cassette was in place, and tubing unclamped. However, no damage to the pump noticed. Subsequently, the patient successfully switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.